Manufacturer narrative:
The insulin pump alarmed during the self test and failed to communicate with the test meter due to a faulty component on the radio frequency circuit board. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call radio frequency pic failed self-test. Customer's blood glucose level was over 300 mg/dl. Troubleshooting for the alarm was performed. Customer advised they had fell and hit the wall while wearing their insulin pump. Customer advised the insulin pump was damaged and scratched. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.